Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical record was provided and reviewed. Approximately after eleven years seven months, coronary computed tomography angiography demonstrated curvilinear metallic density in the right ventricle which is likely represents the ivc filter. The patient experienced chest pain on and off for the last 2 weeks and suggested that the patient probably has chest pain because of the ivc filter component has been embolized into the right ventricle. Similar findings of metallic density in the right ventricle were noted in the various imaging techniques. Subsequent echo demonstrated linear atelectasis or scarring in the left lower lobe with associated mild pleural thickening or effusion. Subsequently after two month at different time intervals, the patient experiences chest pain. Per cardiology, this could be related to an embedded foreign body, possibly from either a guide wire or the ivc filter. The chest pain symptoms are likely non cardiac in origin. The ivc filter was probably broken and lodged up in the upper chest. Therefore, the investigation is confirmed for limb detachment and filter migration. However, the investigation is inconclusive for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post filter deployment, it was alleged that the patient experienced filter perforation, filter embedment, filter detachment, and filter migration to the right ventricle. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc, struts perforated into organs and detached struts remained in right ventricle. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter perforation, detachment, and migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, it was alleged that the patient experienced filter perforation, filter embedment, filter detachment, and filter migration to the right ventricle. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.